Event description:
Pt with difficult IV start. IV bolus of 200 cc started. An hour later, the pt's family member requested IV site be checked as arm appeared swollen from level of hand to elbow; skin tight. Following surgical consult, pt transferred to another facility for further management.